Event description:
The customer reported a leak when using the coulter act diff analyzer. The leak was from the tubing attached to a filter. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The fse reported the volume of the leak to be 20-30 ml of diluent at the bottom of the analyzer and underneath the analyzer on the counter. The operator was wearing personal protective equipment of lab coat and gloves when the event occurred. There were no reports of biohazard exposure to mucous membranes or cuts. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and found the fitting to the blue diluent filter loose allowing leakage. He rerouted the tubing and tightened the luer fitting from the diluent filter to tubing to diluent peristaltic pump resolving the leak. (B)(4).